Event description:
It is reported by a customer, during a lap-assisted vaginal hysterectomy (lavh), and bilateral salpingectomy using a thunderbeat, the tip of the thunderbeat broke off. An x-ray was performed and the tip was found in the abdominal cavity and removed. The procedure was successfully completed with a second thunderbeat. There were no further consequences to the patient. The patient's current condition is stable.